Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during the implant procedure the physician experienced difficulty implanting the right ventricular (rv) lead into the header of another manufacturer's device. It was noted that the rv lead also exhibited high impedance measurements of an unspecified value. It was stated that they were uncertain if the higher impedance values were due to the insertion difficulty or lead placement. No further details were available regarding the implant. At this time the rv lead remain in service and no adverse patient effects were reported.